Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from patient's right eye due to visual issues. The computer distance was not good, and the long distance was fuzzy. A competitor lens of 22.0 diopter was used as the replacement and no medical or surgical nterventions were required. The patient was doing great post operation. (B)(6) 2021, pre-operative uncorrected visual acuity (ucva) was 20/30 -2 j16 and best corrected visual acuity (bcva) was 20/25. (B)(6) 2021, post-operative uncorrected visual acuity (ucva) was reported to be 20/25 +1 and best corrected visual acuity (bcva) was 20/20. The patient next visit is on (B)(6) 2022.no further information was provided.

Manufacturer narrative:
The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: mar 23, 2022 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using magnification was performed. Visual inspection under magnification revealed that the lens was received cut in half. The lens was cleaned and, no issues related to or could have contributed to visual issues were observed. Based on the return condition of the lens (cut in half), no further product evaluation could be performed on the lens. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed one additional investigation request (ir) for this po number has been received, however, complaint was not confirmed and no escalations were required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.